Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia. Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam scope image was reported to be fuzzy and blurry. A second aquabeam scope was used to complete aquablation therapy. The reported event resulted in a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam scope was returned for investigation. During functional testing, a blurry image was produced on the test fixture and a cloudy image could be seen upon observing through the eyepiece, confirming the reported failure. A review of the device history record (DHR) for (B)(4) /serial number (B)(6) and aquabeam scope/lot number 2239 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Ensure the aquabeam scope is properly engaged with the camera and light source. Failure to do so may result in user or patient injury. Take precautions during installation, use, and removal of the light source to the scope light source adapter and distal lens as the surfaces may heat up from light source. Ensure the aquabeam scope and aquabeam handpiece have no sharp edges, rough surfaces, or protrusions when assembled together. Inspect for any damage to the device. Failure to do so may result in user or patient injury. Inspect for particulates at the distal end of the aquabeam scope where the lens is located. If particulates are found around the lens, thoroughly wipe them off using a sterile gauze wetted with sterile water or saline. Ensure the scope clamp is properly installed and the sterile field is maintained. The root cause of the reported event was determined to be design and is being addressed through procept's quality system. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.